Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.